Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges. There was no impact to the customer's blood glucose. Reportedly, customer reverted to an alternate pump for insulin therapy.